Event description:
It was reported to philips that intermittently the system could not emit x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned non-emergency procedures were performed by the customer when the issue occurred, and the procedure was completed as planned as the issue was intermittent. The philips field service engineer (fse) inspected the system on site and confirmed that the system could not emit x-ray. Review of the system log file showed that issue with fd controller as a timeout occurred while attempting to retrieve images from the detector, indicating that the resource was unavailable. To resolve the issue, fse replaced flat detector panel, performed calibration and replaced the detector power supply. The defective ps was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.